Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the bypass tube was already detached from the carrier tube tip when the angio-seal poly-foil pouch was opened. The pouch was fully opened all the way from the arrow side to the end on a clear and flat surface. There was no obstacle to open the pouch. The bypass tube was left in the pouch. The device was not used and another angio-seal device was used to achieve hemostasis. Hemostasis was successfully achieved by the second device. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 8fr angioseal sts plus device was returned for evaluation. The carrier tube assembly was received with the polyfoil pouch. The polyfoil pouch was fully opened arrow to arrow upon receipt. There was blood-like substance on the hub of the carrier tube assembly. The bypass tube was found detached from the carrier tube assembly. The anchor was fully exposed. No anomalies were noted with the bypass tube. The bypass tube was then able to be successfully placed over the anchor and carrier tube. No abnormal resistance was detected. The inner diameter of the proximal end of the bypass tube was measured and confirmed to meet manufacturer specification. The inner diameter of the distal end of the bypass tube was measured and confirmed to meet manufacturer specification. There is no indication that this event was related to a device defect or malfunction. The exact cause cannot be definitively determined.